Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance in ¿slaving¿ the balloon pump aline to the bedside monitor. Customer says that the patient came from cath lab and they are attempting make the necessary connections for ¿slaving¿. During a facetime call with the customer, the customer suggested using the external ports to go to the bedside. The customer was advised those were not the ports for that. It was suggested that since the iab is fiberoptic, a low level output cable would be needed to make the connection possible. It was observed that the pump ¿module failure¿ message was displayed. The customer was informed and it was suggested she disconnect the fo cable to see where the aline signal was coming from. The fo was disconnected, but the aline remained, coming from the transduced central lumen. I explained the message and suggested a different pump in order to use the fo, or keep the current pump and use the transducer only. I advised her to report the pump to biomed for service once removed from the patient- and that it should continue working with the transducer source. There was no report of patient injury or harm.

Manufacturer narrative:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a issue of ECG and blood pressure leads malfunction. Victoria called for assistance in ¿slaving¿ the balloon pump aline to the bedside monitor. She says that the patient came from cath lab and they are attempting make the necessary connections for ¿slaving¿. She had some difficulty answering my questions about what is currently connected, so a facetime call was made. She pointed to the external ports and said that she would use those ports to go to the bedside. The iab catheter is fiberoptic. Advised that those ports are not for sending a signal from the pump to the bedside. They are for sending a signal from the bedside monitor to the balloon pump. Also suggested that since the iab is fiberoptic, a low level output cable would be needed to make the connection possible. While on facetime, noticed that the pump ¿module failure¿ message was displayed. Informed victoria of this and suggested she disconnect the fo cable to see where the aline signal was coming from. The fo was disconnected, but the aline remained, coming from the transduced central lumen. Explained the message and suggested a different pump in order to use the fo, or keep the current pump and use the transducer only. Advised her to report the pump to biomed for service once removed from the patient- and that it should continue working with the transducer source. She then asked again if she could slave to the monitor since now they aren¿t using the fo- she did not understand my explanation from earlier. I explained again, but I don¿t think she fully understood. She thanked me for the help at this point and had no further questions. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.